Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. The mbf instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure in the system logs. The instrument was fully functional. Further investigation found charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was not recognized. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument operated as expected during the procedure. The instrument did not exhibit any unintended energy discharge. The instrument possibly involved in an inadvertent contact with another hard object or instrument during the procedure. After the procedure, the instrument was inspected, and no issue was found.